Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the insulin pump had alarmed button error when she was attempting to bolus. The numbers started scrolling; she removed the battery and then the device alarmed button error. Customer's blood glucose was 193 mg/dl. Customer didn't recall any significant event which may have cause the device to alarm. Customer was advised to discontinue use of the device and revert to back up plan. The device is not returning for analysis.